Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a " right rupture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, g2, h6.

Event description:
Healthcare professional later reported right "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed as surgical impact opening (shell thickness within specification). Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Patient reported a " right rupture." Healthcare professional later reported "rupture." Healthcare professional later reported "superior bulging of right implant." Device has been explanted and replaced.